Event description:
It was reported that the charging pad for the ilet pump did not function as expected, as the pump did not charge despite correct placement face up, absence of a case, and attempts with multiple power outlets; replacement charging hardware was shipped. No reported clinical symptoms. Outcomes included no impact to health. Investigation included a review of device history and troubleshooting with the user. Investigation of this case revealed a suspected malfunction of the external charging pad. It was concluded that the event involved a device component malfunction of the charger with no patient injury and that replacement was warranted.